Manufacturer narrative:
Dentsply was not able to support the reported complaint as the attachment came in with the cap torque tightened to the head. Based on the results from production testing it was noted that the attachment was not working as received. The attachment was then disassembled and microscopically evaluated. After removing the cap assembly it was noted that the cap end bearing is missing. Minor gear wear was observed on the head-tail and head assemblies. Minor debris was observed inside the head and cap cavities and inner components. All components looked dry and corroded. The lack of lubrication may have caused friction and as a result, increase the instability and vibration within the head cavity causing the cap to unscrew but this could not be confirmed.

Event description:
In this event it was reported that the cap unscrewed from a midwest e 1:5 ca attachment while in use. The reported complaint did not result in an injury or need for intervention.